Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: the two misplaced screws were detected with a confirmation fluoroscopic scan during the surgery and were replaced (repositioned) successfully to their intended positions using navigation at the very same surgery. The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. There was no harm or negative clinical effect to the patient due to the screw placements, nor for the prolonged anesthesia of 15-20 minutes. There was no direct or increased risk of harm to any critical structure due to the screw placements. There are no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either. Adverse event problem: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the misplaced screws at left l4 (too superior and lateral) and right l5 (too lateral) by more than 2.5 mm was most likely due to one or a combination of the following factors: skin and soft tissue forces pushing against the navigated instrument during instrumentation at each pedicle for screw preparation and placements. The small open skin incision and resulting opposing skin and soft tissue forces on the surgeon and navigated instrument as they attempted to push and hold the skin back (with the instrument) to achieve their desired screw trajectory likely led to an unintentional shift or change of the instrument's positioning, angle, and trajectory in the bone from its original intended position that was accurately displayed in the navigation, but not recognized by the surgeon (e.g. By not carefully watching the display, or the instrument was not being tracked due to suboptimal orientation of the instrument array to camera, etc.). (Only for left l4 screw): relative movement between the l4 vertebra (location of inaccuracy) and the l5 vertebra (location of patient reference fixation). Multi-level navigation (i.e. Operating on a different vertebra than the one the patient reference is fixed to or operating across multiple vertebrae without remounting the patient reference and reregistering) can result in relative movements of the vertebrae that cannot be compensated by the navigation software. Multi-level navigation over an unstable spine - such as spondylolisthesis at l4/l5 in this patient - can increase the likelihood for potential anatomical movements and subsequent navigation inaccuracy. The patient's positioning on the o.r. Table after all screws were initially placed was noticed to have changed and is another indicator that anatomical movements between the vertebrae during initial screw placements had likely occurred. Apparently, the resulting deviation in the navigation display between the registered image and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification or careful review of the navigated instruments in the navigation display during preparation and placement of the screw at left l4. As skin and soft tissue forces was the only likely root cause identified for the right l5 screw misplacement, brainlab navigation was therefore accurate during right l5 screw preparation and placement, and there is no indication that brainlab navigation or a brainlab device caused or contributed to the deviated screw placement at l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A surgery on the spine for an l4-l5 posterior spinal fusion for a patient with spondylolisthesis, with planned placement of four pedicle screws, was performed with the aid of the display by the (B)(4). During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra l5. Performed a 3d fluoroscopic scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Calibrated a non-brainlab tap and screwdriver to the navigation and verified and accepted the calibration to proceed. Used the navigated brainlab drill guide to create a path at left l4, placed a k-wire down the path, used the navigated tap to prepare the path, and used the navigated screwdriver to place the screw in the prepared path. Repeated this same surgical workflow for the other planned screws at right l4, left l5, and right l5. Noticed the patient's positioning had changed on the (non-brainlab) frame on the operating table - the patient's left side was tilted and positioned lower than at the beginning of the surgery - as the frame had been set up too wide. Corrected the patient's position and performed a confirmation 3d fluoroscopic scan (with another automatic registration to the navigation which was verified and accepted to proceed). Detected via the scan that the left l4 screw was placed too superior and lateral, and the right l5 screw was placed too lateral, by more than 2.5mm for both screws. Removed and replaced both of the screws using a non-navigated probe and the navigated tap and screwdriver. Another confirmation 3d fluoroscopic scan was performed, which showed that all screws were now correctly placed as intended. Completed the surgery successfully as intended. According to the surgeon: the two misplaced screws were detected with a confirmation fluoroscopic scan during the surgery and were replaced (repositioned) successfully to their intended positions using navigation at the very same surgery. The outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended. There was no harm or negative clinical effect to the patient due to the screw placements, nor for the prolonged anesthesia of 15-20 minutes. There was no direct or increased risk of harm to any critical structure due to the screw placements. There are no further medical/surgical remedial actions necessary, done, or planned for this patient. Hospitalization was not prolonged either.